Event description:
Livanova deutschland received a report of an electronic venous occluder clamp evo assembled onto essenz console which could not operate properly. The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: a livanova field service engineer (fse) was dispatched to the facility to investigate the device and could confirm the reported issue. It was found out the control unit could not respond promptly to activate the venous clamp. The control unit was replaced, its software was updated and pin-point calibration of the clamp was conducted, but no response from the clamp was retrieved. Thus, the venous clamp was replaced, functional checks were conducted and all passed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.